Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No display anomaly was noted. The insulin pump was received with a broken belt clip slot, a cracked case at the display window corners, a cracked reservoir tube, cracked reservoir tube lip, cracked battery tube threads and minor scratches on the display window.

Event description:
It was reported the customer had a keypad anomaly. He stated that his numbers were scrolling. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).